Event description:
It was reported that during a transeptal ablation of recurrent ventricular tachycardia storm in a patient with ischemic cardiomyopathy, as there was femoral artery kinking, only transeptal access was used. Transeptal access was achieved without complication. Angiography of left atrium was done before ablation. During the insertion of the catheter through the left ventricle, the electrode passed through the atrial wall without any resistance. After several minutes of mapping there was a drop of the blood pressure (90/60) and echocardiography confirmed the 1.5 cm of fluid in the pericardial space. The pericardiocentesis was immediately performed and 70ml of blood was evacuated followed by stabilization of hemodynamic status of the patient. The patient was sent for cardiac surgery in good condition. During surgery, it was noticed that the electrode went through left atrial appendage. The patient expired as a consequence of further pericardial bleeding.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4).